Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. It was recommended to the healthcare provider that the device be replaced and return to boston scientific for a detailed analysis. In addition, it was noted that this crt-d device exhibited intermittent high out of range pace impedance measurements greater than 2000 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. The device was subsequently explanted and replaced three days later. The rv lead remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. It was recommended to the healthcare provider that the device be replaced and return to boston scientific for a detailed analysis. In addition, it was noted that this crt-d device exhibited intermittent high out of range pace impedance measurements greater than 2000 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. The device was subsequently explanted and replaced three days later. The rv lead remains in-service. No additional adverse patient effects were reported.